Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Low battery alarm was confirmed in the history file and then power error 25 was triggered when backup battery unloaded voltage was less than 3.7 volts for four consecutive hours due to resistance issue at the connector. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly. Unit received with minor scratches on case and minor scratches on lcd window.

Event description:
The customer reported via phone call that the insulin pump alarmed replace battery now without any prior low battery alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that they called 5 hours ago about a low battery alert and got the issue fixed, but just placed a new battery in pump today and now have a replace battery alert. The customer also received lost sensor alert, but denied troubleshooting for it. This was the second occurrence of replace battery now without a low battery warning. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.